Manufacturer narrative:
The pump was not returned for investigation. Data log were reviewed. The cause of the hemolysis was not determined without sufficient clinical information and returned product investigation. The cause of the positioning issue was not determined without sufficient clinical information and returned product investigation. There was no suction alarm reported during the case run. No suction defect was found in this case. The issue could not be confirmed. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant reported that there was arrhythmia, positioning issue, hematuria, and suction events during impella cp patient support. The patient presented in bradycardia. Initial positioning of the pump was close to the left ventricle septum and was beginning to show signs of possible suction events so the p level was lowered and volume was added. The patient also exhibited hematuria. Later, care was withdrawn and the patient expired.